Event description:
It was reported by the patient that the monitor no longer worked after an electrical storm. A new power cord was tried, with no success. The monitor was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A supplemental correction report is being submitted to indicate this event was inadvertently submitted under the medical device reporting regulations, as there is no complaint. There is no indication of the failure of this marketed device to meet customer or user expectations for quality or to meet performance specifications; thus there is no complaint. The patient called to report the electrical storm, and consequently, the monitor did not work. No further information was provided regarding another cause (note: potential powercord problem was ruled out). Given the information at hand, there is reasonable information that reflects a cause and effect relationship (direct association), with the electrical storm and sequential loss of carelink monitor function. Accordingly, no further information will be provided for this non-complaint.

Event description:
It was reported that the after a storm the carelink monitor (clm) is no longer working. The clm is being replaced. No patient complications have been reported as a result of this event.